Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient condition was unknown. No further information was reported on this event.

Event description:
New information noted the patient initially presented in clinic for follow-up. Programming changes were implemented to resolve the post-paced t-wave oversensing (pptwos). The patient was stable throughout.